Event description:
During a routine follow up of the ICD involved in this MDR report, the physician reported a reset of the device and an abnormally rapid battery depletion, the eri was reached; therefore the device was explanted.

Manufacturer narrative:
November 9, 2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.